Event description:
It was reported that the programmer had telemetry issues and it was indicated that there was intermittent contact. It was further reported that the display screen was cracked. Follow-up indicated that it could not be definitively determined that the radiofrequency programmer head had been changed out in order to eliminate it as a possible source of the telemetry issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry issues and cracked display and it was noted that the radiofrequency head connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated as well as the overlay/bezel assembly. It was further noted that the system fan was noisy and the latch tab on the power cord bay door was broken. The fan and the power cord bay were replaced to resolve. (B)(4).